Event description:
The facility representative reported a flo-gard infusion pump that "marks occlusion level 1". This condition was found upon power up of the device in the pediatrics care area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with "mark occlusion level 1" was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be the safety slide clamp assembly being out of mechanical calibration. A polyester film spacer was placed between the safety clamp plate and the door to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.